Event description:
The complainant is an insulin dependent diabetic. The customer states that they have been receiving high readings lately with their glucometer elite blood glucose system. Examples are 450, 460 mg/dl. The customer took their insulin and later (time difference unknown) received a result of 261 mg/dl. Based on the last reading the customer took an additional 5 units of insulin and rested a short time later and received a result of "hi" (greater than 600 mg/dl). While on the phone an evaluation of the system was conducted. Electronic checks were performed and were satisfactory. The customer was using elite sensors lot number 0l05ks, expiration date 05/2002 but did not have any normal control. This was provided to the customer. The customer was re-contacted to continue the evaluation. At the time of the follow-up the customer did not have time to continue. An additional call was made to the customer. The customer stated that their doctor advised them to use another brand of blood glucose meter and hung up the phone. No evaluation could be completed and the complaint is considered closed for purposes of MDR.